Event description:
As reported by tv media: "a user error was committed by an employee when the pt was in the lift. The pt was injured and suture stitches were required at the throat region." The customer was contacted to obtain info on the incident, the health condition of the pt, and the serial number of the lift.

Manufacturer narrative:
The lift seemed in perfect condition with very little sign of wear on the cabin, belt, hanger bar, and handset. All functions worked as per requirements. A technical rep from mfg visited the room where the lift is installed. The main hypothesis of the personnel is that the sling, which was used for the transfer, got wedged in the head support portion of the wheelchair. The employee who completed the transfer was busy verifying something else when he activated the command of the remote while lifting the pt. The employee noticed the injuries to the pt only when he looked up at the pt once the transfer had already started. According to the info provided by the center, the pt was grazed by the hook in the throat region and suture stitches were required. The caregivers were not available to answer questions. The MFR concludes the event did not occur due to a lift malfunction.